Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 08 (motor controller fault detected) was confirmed during archive review and initial functional testing. Defective drive train motor was replaced to remedy the fault. Additionally, customer noted user advisory (ua) 17 (max motor on time exceeded during active operation) error were confirmed during archive review. However, this error was cleared by the user. The user advisory (ua) 17 error message alerts the user that the drive motor did not reach the target depth within specification when used on a medium/large size stiff patient and when the battery being used has a low voltage. The platform failed the initial functional testing due to user advisory (ua) 08 error message displayed when the platform was powered on. Visual inspection was performed and found no physical damage to the autopulse platform. Review of the archive data indicated (ua) 08 and (ua) 17 errors occurred on the reported event date, thus confirming customer complaint. After replacing the defective parts, the platform was further tested for 15 minutes with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).

Event description:
It was reported that during patient use, the autopulse platform (sn (B)(4)) intermittently displayed error message user advisory (ua) 17 (max motor on time exceeded during active operation). Per reporter, the platform stopped compressions after displaying user advisory (ua) 08 (motor controller fault detected). No known patient consequences reported. No additional information was provided.